Event description:
It was reported that the patient presented to clinic for programming changes. The patient's implantable cardioverter (ICD) exhibited post-paced t-wave oversensing during non-sustained oversensing episodes in the past. The changes were successfully made and the patient was in stable condition.